Event description:
It was reported that a novum iq syr had inoperable display. This occurred during programming/setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, when the device was powered on, the display was black. Evaluation separated the case halves and removed the door to check all connections. The ui to fp flex was not fully seated in its connector. Evaluation reconnected the flex, plugged the unit into ac power and was able to turn the unit on and navigate through the screens. The reported condition was verified. The cause of the condition was the ui to fp flex not fully seated in its connector. The flex was reconnected to address the issue. Should additional relevant information become available, a supplemental report will be submitted.